Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit has a motor fault and transducer fault in the event log. The transducers were calibrated and the turbine differential transducer failed testing. There was no patient involvement at the time of the incident.